Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6) revealed a broken front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they were charging the "internal part of their phone" this weekend when the screen went black; the little light went off and they could not get it to come back on. Pss understood the pt was recharging their neurostimulator (ins) battery when the recharging indicator light on the controller (ptm) went off. Pss had pt reset ptm by first making sure nothing was connected to ptm, remove li battery pack (bp), plug ac power supply into a wall outlet and then connect to ptm after verifying power light was lit. Pt confirmed ptm powered on before reinserting bp. Pt provided current battery levels: ptm 80% ins 30%. Pt mentioned speaking with a rep over the phone today and was walked through these steps. Pt said they had been able to recharge the ptm but not the ins. When pt attempted a recharge session the ptm did not seem to recognize the conne cted rtm. Pt detected one of the ptm connector port pins looked like it was missing (a place where a pin should fit). The issue was not resolved.